Event description:
A cgm error 42 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided a complete pump reset guide. After following the instructions and resetting the pump, the error code did not reappear, and the customer successfully started their sensor session.